Event description:
Consumer reports dosing on readings from their paradigm link. Didn't feel like consumer was high and ran comparison with their other meter. Analysis run on clark error grid using competitive reading (58) as ref. Point vs. Bd reading (390) yielded data points in the "e" range of the grid, outside acceptable range.